Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced signal loss on the g5 mobile application and an adverse event. The patient's mother reported that the patient woke up on (B)(6) 2017 feeling low and poured iced tea into a box of cereal. It was indicated that the g5 application had been displaying a signal loss for approximately 19 hours. The patient's mother found the patient convulsing on the kitchen floor and called an ambulance. When the emergency medical technicians (emt) arrived, they gave the patient intravenous (IV) therapy with glucagon and when the patient came to, his blood glucose (bg) was 56 mg/dl. The patient was taken to the hospital via ambulance and then was transferred to (B)(6) hospital. The doctors stabilized the patient's blood sugar and monitored the patient from 7am-4pm and then was released. At the time of contact, the patient was in good condition. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was confirmed. A root cause could not be determined.